Event description:
Customer reported that their pump was not charging. There was no adverse impact to the customer's blood glucose level as no blood glucose information was available. Technical support attempted to connect the pump using a tandem cable and an additional cable, but both attempts were unsuccessful as the device showed no response. A replacement pump with a new serial number was issued, and the original device is expected to be returned for further inspection.